Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter balloon did not inflate. The customer stated that no urine returned, and the tip was broken.

Event description:
It was reported that the foley catheter balloon did not inflate. The customer stated that no urine returned, and the tip was broken. Per follow-up via phone on (B)(6) 2022, it was stated that the 21 products total were sent back by customer. No impact to the customer involved.

Manufacturer narrative:
The reported event was inconclusive since sample condition was poor. It is unknown whether the device had met relevant specifications. The product was used for patient treatment or diagnosis. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be pinched lumen. Visual evaluation of the returned sample noted one opened (without original packaging), 20 unopened and 1 opened 2-way catheter from 2 box sets. Evaluation is on the opened catheter. Visual inspection noted that the balloon part of the catheter was broken into almost 2 separate parts but a small piece of silicone was keeping it together. Since the balloon was broken, it is unable to be further tested for flow rate of balloon inflation and deflation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿[warnings]. Method for use: do not inflate the balloon in the urethra. [The urethra may be injured.] . Do not pull the catheter hard. [The bladder/urethra may be injured.] . Applicable patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.]. [Contraindications]: method for use: do not reuse. Do not resterilize. This device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. Be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] . Do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.]. Applicable patients with known allergy to silver coated catheter.¿. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.